Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (25 worldwide incidents out of estimated 200,000+ procedures performed to date) is approximately 0.012% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed symptoms similar to hidradenitis suppurativa or cysts in both axillae 6.1 months post miradry treatment. The affected areas were opened and drained ~4.3 months post-treatment. Culture was taken but results were not provided. Oral antibiotics (cipro 300 mg bid for 2 weeks) were prescribed. Symptoms resolved.